Manufacturer narrative:
Analysis of the pump identified significant damage to the reservoir septum while implanted; the septum was not leaking. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 509 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was a pump problem. The event date was unknown. The patient had withdrawal symptoms days after a pump refill. The hcp refilled the pump again, but it happened the same. When the hcp tried to extract the drug, he could not find anything inside the pump. It was stated the hcp tried to refill the pump twice. As he could not extract the drug, and the patient had withdrawal symptoms, he decided to replace the pump. The pump was replaced on (B)(6) 2018. When prompted for contributing factors to the event, it was stated, "no issues related." The patient status was alive - no injury. The pump would be returned. The issue was resolved. No further complications were reported or anticipated. Additional information was received. The serial number of the pump was provided. It was stated the hcp was unable to extract the drug, so it seemed that the pump was empty. The representative stated they could not send the pump yet, but would send it as soon as possible.